Manufacturer narrative:
Product complaint # (B)(4). Received additional information through email from (B)(6) ((B)(6)) on (B)(6) 2022 stating - a. What part of the attune mes sizing/rot gde and attune impaction handle was broken? Please specify each. From the meter, an internal rod was found split, which is the one that allows the size of the femur of the handle to be adjusted impactor the red clip was split to grip the impactors b. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it bent, cracked, stripped, scratched, worn or cross threaded? Of the meter left 2 pieces glued with red tape. Of the handle impactor 3 pieces stuck with red tape. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1. Attune impactor handle: it broke in surgery at the moment of impacting the keel. 2. Femoral measurement guide found broken in surgery. Note: patient was not affected. It did not prolong surgery time.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was not received for examination. Visual examination of the attached photographs cannot confirm the allegation. There is no evidence of any breakage condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not received for examination. Visual examination of the attached photographs cannot confirm the allegation. There is no evidence of any breakage condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Drawing/specifications reviewed: n/a. Dimensional inspection: n/a. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The post backing the spring-loaded rotation lever was found broken, resulting in multiple components to disassemble. The broken post returned for evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed .